Event description:
Employee was an rn assisting in a bilateral knee operation wearing the helmet. Batteries were in the process of being charged when employee's mask fogged and employee became very short of breath. Employee was eased to the floor, helmet removed, and taken to the emergency dept, for treatment and found to have a bradycardia of 38-40 beats per minute. Employee admitted for a cardiac workup 3/16/00 and had a permanent pacemaker implanted. Discharged to home 5 days from admission 3/18/00.